Event description:
The submitter is reporting the product for posing a safety hazard. He claims the product caused him adverse health and behavior effects. While he had the gloves on he touched his back ,where he had a pain stimulator and began to feel ill. He believes the metal inside the gloves had a bad reaction with the pain stimulator and he began to feel pain in his back. He then began to feel pain in his eyes, his ears, and his heart. He said anywhere he put his hands with the gloves began to hurt. His leg began to shake and he started throwing up. The ambulance and police were called. He said the product caused him to act violently and he was arrested and taken to the hosp. He was advised to be on a 30 day watch because he was at risk of danger. He said his blood pressure was 408 / 32 but after an evaluation, the drs said he was completely healthy. (B)(4).